Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had sudden loss of therapy. Patient stated the implantable neurostimulator (ins) hadn¿t been controller her symptoms since yesterday and it was back to the way it was before. She was still having symptoms problems and she went to bedroom 5 times today. Patient clarified that she had not had symptoms relief since yesterday and this was a sudden change. It was noticed that the stim was on and she was on program 3 at 3v . It was not very long but she can feel it if she stretched her leg out. She was on program 2 yesterday and today she moved to program 3 at 3v. During the call, she increased stim to 3.2v and can feel stim. Patient stated it mostly in her leg, not in bicycle seat area. She had always felt stim in her left leg and ¿ it felt like when it asleep¿. Patient stated if she increased it too much, it would throb and hurts mostly in her leg. She always felt it in this area since implant and felt it on program 2 like this too (she was currently on program 3). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.